Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance and shaft detachment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating the distal left anterior descending (lad) coronary artery, heavily calcified lesion. The 2.75x18mm multilink stent delivery system (sds) failed to cross the distal lad lesion due to anatomy. During advancement, the sds hypotube separated in two pieces. The separated portion of the device was removed without intervention. Following, a 3.0x18mm multilink stent delivery system also failed to cross the distal lad lesion due to anatomy. Balloon angioplasty was performed in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.